Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a water leak occurred at the connection between the water feedset tube and an mr290 autofeed humidification chamber dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that there was a break in the feedset tube where it is inserted into the chamber. The surface of the break is rough and not smoothly cut. A lot check revealed one other complaints of this type for lot number 120705. Conclusion: the damage appeared to be due to the feedset tube being pulled, away from the chamber, possibly from the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).